Event description:
Customer states: during pre-test prior to use on a pt at hospital, a doctor confirmed the air leakage from the cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated with this record is expected to be returned for eval.